Manufacturer narrative:
(B)(4). This lot was manufactured between may 30, 2013 and may 31, 2013. Evaluation summary: baxter received the unit for evaluation. The unit contained approximately 200ml of fluid in the bladder. Visual inspection noted fluid inside the stress-member column, measuring 0.65ml. The cause of the issue could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor was reported to have air bubbles or fluid in the stem. This was discovered before use, after filling with sodium chloride. This is report 2 of 3.